Event description:
It was reported that (1) tsb45 was used during a laparoscopic sigma procedure. It was reported by the affiliate that the device did not staple correctly. Opened another device to complete the case. There was no consequence to pt.